Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va307md implanted: (B)(6) 2024 explanted: (B)(6) 2025 d6: correction submitted to include implant date. H6: correction submitted to remove codes from item 20 and update outcome codes for item 10. H11: correction submitted to update explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128, lot# va307md, implanted: (B)(6) 2024, product type lead. Product ID 978b128, lot# va307md, implanted: (B)(6) 2024, product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 30-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). It was reported that the patient came in for normal device follow-up and stated they had not had symptom improvement in several months. The patient had returned to pre-implant symptoms. The patient also had pain on all programs but 2 and 7. The patient was reprogrammed and would follow up with the manufacturer representative (rep) in one month. If the patient did not experience symptom improvement, then a possible lead revision was recommended. Additional information was received from the manufacturer representative (rep) from the patient. The patient reported that there was a return of baseline symptoms of urinary incontinence. The patient stated to the clinic that the trial worked better than the implant. The patient had a replacement of the lead with optimal settings intraoperatively. The revision resolved the issue.